Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical became aware of a reported complaint on 20-sep-2019. The reported complaint was that the reprocessing technician at the user facility that cleaned the scope recognized what was described as a "polyp" that was found when cleaning the endoscope prior to its use on a patient at the facility. The complaint involved a pentax medical video colonoscope, model ec-3890li, serial number (B)(4). Follow up was performed with the user facility on 24-sep-2019 by pentax medical's device maintenance and infection control specialist and the customer stated "the colonoscope was brushed with a boston scientific, endochoice "hedgehog" cleaning brush and the material was definitely "tissue" that appeared to be a "polyp"." The dislodged material was not recovered for evaluation. No patient involvement was reported. The colonoscope was returned to pentax medical on 25-sep-2019 and evaluated on 02-oct-2019. The service technician documented the following inspection findings: passed dry leak test, passed wet leak test, up angulation decreased, up/ down angulation knob play, down angulation decreased. On 04-oct-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 09-jul-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-jul-2011. Pentax model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2011. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The video colonoscope is currently awaiting qc final approval and organic resampling as of 17-oct-2019.